Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that there was hair in sterile packaging of wound evacuator. It was visible from outside.

Event description:
It was reported that there was hair in sterile packaging of wound evacuator. It was visible from outside. Per customer follow up received on (B)(6) 2024, it was reported that there was no patient involvement, and the hair was noticed before use. The hair was found inside of the packaging, but outside of the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "production areas not following cleaning procedure". However, there was insufficient information to confirm this potential root cause. The DHR review could not be completed because the provided lot number was invalid. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "production areas not following cleaning procedure". However, there was insufficient information to confirm this potential root cause. The DHR review could not be completed because the provided lot number was invalid. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was hair in sterile packaging of wound evacuator. It was visible from outside.